Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked insulin. Customer's blood glucose reading is 9.3 mmol/l. Customer was rewinding the insulin pump trying to remove air bubbles when the leak occurred. Reservoir leaked inside the reservoir compartment. Leak is past the second o-ring. Nothing further reported.